Manufacturer narrative:
The hba1c reagent expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6). The field service engineer previously addressed cell rinse issues. He checked the sample probe alignment, the cell rinse volume, the main pump, and the gear pump. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 4 patients' samples tested with the hba1c on a cobas c503 analytical unit when compared to a different cobas c503 analytical unit. Discrepant results for 2 patients' whole blood samples were provided. Sample 1 (patient 1): initial result: (B)(6) . Repeat result: (B)(6) %. Sample 2 (patient 2): initial result: (B)(6) %. Repeat result: (B)(6) %. The physician questioned the initial results. The samples were then repeated and the repeat results were deemed to be correct.

Manufacturer narrative:
The calibration was last performed on 21-may-2024 and was acceptable. Qc was within range. There is no indication of a performance issue with the reagent. The alarm trace did not show any abnormality. The service actions (addressing cell rinse issues again, checking the sample probe alignment, the cell rinse volume, the main pump, and the gear pump) resolved the issue. No further issues were reported after the service visit.